Event description:
The following has been reported: biomed reported: sn: (B)(6), cassette not reading. No patient involvement. A preliminary review identified the following issue: set not recognized. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.